Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On march 15, 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 2 message. The patient claimed that he did not take any actions in regards to his usual diabetes routine after the error 2 began. One day later, the patient allegedly developed symptoms of "frequent urination." The patient denied receiving any treatment at the time of concern. During troubleshooting, the customer care advocate noted that the correct test strips were used and testing process was correct. There was no product misused based on the information provided. This complaint is being reported because the patient claimed he developed symptoms that can be suggestive of hyperglycemia one day after the product issue began. Replacement products were sent to the patient.